Event description:
A customer observed biased glu qc results on the 5.1 fs analyzer. Biased results of the direction and magnitude observed could lead to inappropriate action. There was no reoprt of pt harm as a result of this event.